Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used to treat benign prostatic hyperplasia (bph)in a male patient three days prior. (Age and weight unknown) according to the complainant, at the start of the case the rectal temperature monitor (rtm) sensor #3 read "0". A second rtm was used and it also read "0". The problem could not be resolved. The procedure was not completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Readings, unable to obtain. A field service engineer was dispatched to the user facility. The evaluation of this device could not duplicate the reported problem that the temperature sensor #3 reads "0". The tc connection was found loose and was tightened. The reported problem was not confirmed.